Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received a non-lifevest defibrillation.   The device was started up at 17:46:05 on (B)(6) 2022. From 23:10:50 to 23:33:18, vt/vf was seen. However, pacemaker spikes, CPR/motion artifact, electrode lead fall off, and heart rate at or below the threshold for treatment prevented the lifevest from treating the patient during these two times at 23:11:43, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. The device properly detected vf at 23:11:43 on (B)(6) 2022. However, CPR/motion artifact prevented the lifevest from treating the patient. At 23:22:58, asystole was detected. ECG shows asystole with CPR/electrode lead falloff. At 23:33:19, the patient received a non-lifevest defibrillation. The rhythm at the time of treatment was vt at 150 bpm with pacemaker spikes, CPR/motion artifact, and electrode lead fall off. Post shock rhythm was CPR/electrode lead fall off. The electrode belt was disconnected at 23:51:18 on (B)(6) 2022. Per holter monitor the patient was in a paced rhythm/idioventricular rhythm at 70 bpm with motion artifact/electrode lead fall off. The rhythm then degrades to vf with pacemaker spikes, CPR/motion artifact, electrode lead fall off. The rhythm then slows to vt from 180-150 bpm with pacemaker spikes, CPR/motion artifact, electrode lead fall off. The patient passed away on (B)(6) 2022.